Event description:
Ous MDR. Implants cannot be interrogated with the ics 3000. Device was replaced. The event date is approximate.

Manufacturer narrative:
Ous MDR. The ics 3000 programmer exhibited no mechanical damage and normal signs of use. In the analysis, the behavior triggering the complaint could be observed: the device could be turned on, the device was able to fully boot and the user software also started successfully. The telemetry test on a test implant, however, was failed. The programming head plus cable was replaced with a functioning test sample in the next step. The test implant could then be interrogated via telemetry. The programming device was able to function with this configuration without any problems and passed all function tests. The defect was thus, able to be narrowed down to the programming head and cable. Additional destructive testing of the programming head and cable was performed. A cable breakage between the cable connecting the programming device and the programming head was found. This cable breakage was the cause for the complaint.